Manufacturer narrative:
H3 other text : pending the outcome of the investigation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The trilogy evo ventilator was returned to the manufacturer for evaluation, and it was confirmed that the device had a defective system pca and blower. Error code e-144 and e-155. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.